Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the hole in cassette, it was revealed that the home patient (hp) did not have any injury or harm as a result of this incident. Per nurse, hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. The nurse had no further information. This complaint for a damaged was not confirmed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter reporting that a cassette had a small pin hole in the line. The hp stated that the cassette had been discarded, and but was able to provide the lot number. No patient injury, adverse event or medical intervention was associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.